Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and would run in the locked position. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the motor device had insufficient/low power, the device would run in the locked position, and the hose was damaged. It was further determined that the device failed pretest for hose verification, safety assessment, and rotational speed assessment. It was noted in the service order that the device was making an air leaking sound and it did not operate properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.